Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. The target lesions were located in the proximal, mid and distal right coronary artery (rca). Three passes were performed with the oad on low speed, and balloon angioplasty was performed in the mid and distal rca. Slow flow was observed and a dissection was noted at the proximal region of the vessel. A stent was deployed to resolve the dissection and the patient was stable following the procedure.